Event description:
Patient implanted (B)(6) 2011 with tfn, returned to surgeon for follow-up. X-ray taken on unknown date revealed a broken nail and non-union. The nail was broken where blade interfaces through the hole in the nail. Patient was returned to operating room for removal of helical blade and broken nail. All fragments of the broken nail were retrieved. Patient was revised to 95 degree condylar plate and screw fixation. This is the 2nd report of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.